Event description:
Revision planned for patient with an unicondylar knee implant.

Manufacturer narrative:
Revision planned for patient with a unicondylar knee implant. Patient will be revised to a tkr. Review of the device history record indicates the device was manufacturer to specification.